Event description:
It was reported by the customer that a bd pyxis¿ medbank tower biometric identifier was not working. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A technical support specialist checked the services, found lumidigm was not running, restarted the lumidigm services on the system and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.